Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An account manager reported that during an intraocular lens (iol) implant procedure, the physician was required to use more pressure to put the lens through the device which caused the patient to move. The patient experienced a capsule tear. Additional information was requested. There are three manufacturer reports associated with these events. This report is for the second patient with a posterior capsule tear.

Manufacturer narrative:
The device and the lens were returned loose in a plastic bag. The plunger is oriented correctly. An unknown viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the device. No plunger or device damage is observed. The lens is returned stuck to the outside of the device with viscoelastic. No damage observed. The lens dimensions were acceptable. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the complaint of ¿posterior capsule rupture¿ could not be determined. The doctor feels since the nozzle at tip of the device is short, he had to use more pressure to keep it in the eye and this caused the patient movement. The patient movement, in turn, caused the posterior capsule rupture. No damage or abnormalities were observed with the lens or the device. (B)(4).